Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was kinked and polytetrafluoroethylene (ptfe) coating was found to be scrapped off along kinked section at the proximal end of the wire. No other anomalies were found. During functional testing, significant resistance was felt when the subject device was loaded and advanced through the demonstration catheter; and one to one torque was not smooth either. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. The resistance noticed during functional testing and unsmooth torque was likely caused by the kink on the guidewire. The cause of observed ptfe peeling in relationship to the analyzed resistance could not be definitively determined as it was not mentioned during reporting. Information from the complaint indicated that device was in good condition prior to use and was prepared per dfu. It is likely that the friction noticed during functional testing and the unsmooth torque was likely caused by the bend in the guidewire. It is possible that the ptfe coating abrasion occurred in the bent area. However, it is unclear why the guidewire became bent during use. Therefore, the cause of the analyzed ptfe peeling was assigned to be undeterminable.

Event description:
Analysis of the returned device revealed that polytetrafluoroethylene (ptfe)coating of the guidewire was peeled off. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was kinked and polytetrafluoroethylene (ptfe) coating was found to be scrapped off along kinked section at the proximal end of the wire. No other anomalies were found. During functional testing, significant resistance was felt when the subject device was loaded and advanced through the demonstration catheter; and one to one torque was not smooth either. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. The resistance noticed during functional testing and unsmooth torque was likely caused by the kink on the guidewire. The cause of observed ptfe peeling in relationship to the analyzed resistance could not be definitively determined as it was not mentioned during reporting. Information from the complaint indicated that device was in good condition prior to use and was prepared per dfu. However, it is possible that the ptfe coating was scraped off during attachment of the torque device. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." As the device dfu specifically precautions that excessive tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe peeling was assigned to be use error.

Event description:
Analysis of the returned device revealed that polytetrafluoroethylene (ptfe) coating of the guidewire was peeled off. There were no clinical consequences to the patient due to this event.